Event description:
It was reported the patient's device lasted one year and needed to be replaced. The device "stopped working correctly." Additional information has been requested and will be made as follow-up as it becomes available. For information related to subsequent devices, refer to manufacturer report # 6000032-2010-06881 and 6000032-2010-06883.

Manufacturer narrative:
(B)(4)